Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack in the haptic of the preloaded intraocular lens (iol). The account also indicated that folding did not work well during setting, the iol got damaged. Ophthalmic viscoelastic device (ovd) was used for lol setting an placed in the hydration port. Directions for use were followed. There was no patient involvement, as the cartridge tip or the iol were not in contact with the patient. A replacement iol was implanted and the patient presented no issues. No further information was provided.